Manufacturer narrative:
Date sent to FDA: 12/17/2019.

Manufacturer narrative:
Date sent to FDA: 06/30/2020. Additional narrative: it was reported by an attorney that the patient underwent a mesh removal procedure on (B)(6) 2017. It was reported that the patient experienced urinary frequency, abdominal pain, pressure discomfort, dysuria, possibly some hematuria, mesh infection and inflammation following the procedure. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2013 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.